Event description:
The user facility reported an air bladder rupture in the tr band device. Follow up communication with the user facility reported the following information: at initiation of deflation for the tr band the rn noticed there wasn't any air in the tr band; the sheath was still in the patient's arm; the patient achieved hemostasis; and the patient had no complications from this.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of user facility information, quality records, and reserve sample. Visual inspection of the retention sample from the involved product/lot# did not reveal any anomalies. The sample was inflated with the specified maximum amount of air of 18 cc. Immersed in water and observed for any leak. No leak occurred. A review of the device manufacturing history record of the involved product code/lot # combination confirmed there were no indications of production-related problems. A review of the product release decision control sheet of the involved product code/lot# combination confirmed there were no discrepancies in the inspection/test results. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report 9681834-2015-00062 to provide new information revealed upon the return sample evaluation by the manufacturing facility. The initial reported malfunction of a rupture in the air bladder of the tr band device was determined not to be correct. The return sample evaluation by the manufacturing facility revealed that a tear had been generated on the area where the two balloons had been welded with each other. Magnifying inspection of the torn segment found the evidence of elongation that implied that the balloons had been subjected to a tearing force. At the time the rn noticed there wasn't any air in the tr band the sheath was still in the patient's arm and there was no reported blood loss. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00062 to provide new information revealed upon the return sample evaluation by the manufacturing facility.